Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Healthcare professional later confirmed the previously reported event of "capsular contracture baker grade unknown" was for the contra-lateral side only. Unreporting capsular contracture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿deflation¿ and "capsular contracture baker grade unknown".

Event description:
Healthcare professional reported¿ deflation¿, healthcare professional later reported "capsular contracture baker grade unknown", healthcare professional later reported "deflated". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary the device related to the reported event of deflation, was received on june 24, 2025 with lot number 2258758. Based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as unidentified (tear) opening. As per the investigation procedure, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported ¿deflation¿, healthcare professional later reported "capsular contracture baker grade unknown", healthcare professional later reported "deflated". This record is for the left side. Device was explanted.